Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded intraocular lens (iol), a scratch was observed on the diffractive ring. As the scratch was small, the iol was not explanted and was left for observation. The cartridge tip did not appeared to be damaged and there was no resistance when advancing the iol. Account indicated that the scratch appeared to have characteristics similar to a crack; however, it could not be clearly determined whether it was a superficial scratch or a crack. The patient¿s uncorrected distance visual acuity was 1.2 following the procedure which confirmed that good vision was maintained. No patient injury was reported. No further information was provided.